Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman access system (was) with the related device. The device was bloody. The hub, sheath, and tip were microscopically, tactile and visually inspected. Inspection revealed tip damage (delamination/flattened) for a length of 19 mm. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on 04 may 2018 it was reported the closure device did not meet the release criteria. A left atrial appendage (laa) closure procedure was being performed. A 30mm watchman ® laa closure device & delivery system and watchman ® access system were used. The closure device was deployed, but the protrusion was too much and the closure device was not stable from the tug test. Therefore, the closure device was fully recaptured. There were no issues reported with the access system. The procedure was not completed. There were no patient complications and the patient's status is stable. However, device analysis revealed inner liner delamination.